Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the outer insulation was damaged and the outer coil filars were fractured at 23.0 cm to 23.5 cm from the distal end. The outer and inner insulations were also damaged at 26.0 cm to 26.7 cm from the distal end. The damage found was consistent with damage caused by clavicular crush. Electrical analysis revealed an open circuit due to the fractured coil. The damaged distal insulation resulted in an electrical short circuit.

Event description:
It was reported that the atrial lead exhibited loss of capture and sensing. During lead revision, an insulation anomaly was observed. The lead was explanted. The patient was in good condition after the event.